Event description:
Per the clinic, the patient experienced pain/non-auditory sensations. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 31, 2023.